Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer reported insulin pump got wet and had crack along battery compartment. Troubleshooting was performed and the customer reported insulin pump was blank for more than 30 seconds. Insulin pump was blank at the time of call. Customer was advised to remove battery from insulin pump and check for insert battery alarm. Insert battery alarm did not appear on screen. No damaged or missing battery cap contacts was reported. No damage to spring was reported. No damage to battery compartment was reported. Screen did not return after insulin pump restart. No harm requiring medical intervention was reported. The product will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display, moisture damage and cosmetic damage at the battery compartment found on july 12, 2022. The insulin pump passed the active current test. Unable to perform displacement test due to insulin pump not rewinding due to insulin pump error on october 20, 2022 at 07:56:09.000 due to moisture damage on the motor. Insulin pump failed self test due to insulin pump error on october 20, 2022 at 13:58:06.000 due to moisture damage on the internal battery. Insulin pump failed sleep current test due to moisture damage on electrical board. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected alarms or alerts noted during testing and in the history files or traces. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board force sensor, motor, harness assembly vibrator, keypad flex tail and keypad.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, serial number label fading, serial number label stained, partially broken retainer, broken reservoir tube lip, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and minor lcd display window scratches. Blank display was not observed during analysis. Blank display not confirmed. Insulin pump error confirmed due to moisture damage on the motor. Insulin pump error confirmed due to moisture damage on the internal battery. Unexpected battery power loss confirmed due to moisture damage on electrical board. Exposed to moisture confirmed on electrical board force sensor, motor, harness assembly vibrator, keypad flex tail and keypad. Cosmetic damage confirmed behind the insulin pump at the battery compartment and battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.